Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information, the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported medical intervention was a result of case specific circumstances as additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and placed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted lateral and medial to the slda for stabilization, reducing the mr to 1-2. Imaging was difficult after the first clip was implanted. The patient was stable throughout the procedure. No additional information was provided.